Event description:
Bad signal on the monitor. Catheter was replaced and the problem with the signal was resolved. This was an out-of-box failure. There was no harm to the patient.====================== health professional's impression======================